Event description:
Customer sales representative reported that the customer wanted the connector tubes be replaced due to connectivity issue. There is no patient involvement on this reported event. No user injury reported. This event includes four (4) reports for the four connecting tubes customer reported having the same issue. Reports with patient identifiers (B)(6). Same model unknown lot number. Customer did not provide the lot numbers. This report is for report with patient identifier (B)(6).

Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred by external stress applied to the connecting tube. The stress was likely related to hitting a hard object to the item and/or applied force toward the wrong direction by the user. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿abnormality is detectable by performing the following inspection: preparation and inspection move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the reporting person regarding the reported event (connectivity issue): the metal connecting tube part was coming off easily.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the reporting person regarding the reported issue. Information provided in b5.